Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 106 mg/dl and 270 mg/dl. The patient stated that the readings were obtained on an accu-chek aviva meter and an accu-chek guide meter. She could not remember which meter gave her 106 mg/dl and which meter gave her 270 mg/dl.